Manufacturer narrative:
The device was removed but not returned. The manufacturing records were reviewed and no issues were found.

Event description:
It was reported to nevro that the patient developed a blood clot and experienced paralysis shortly after the implant procedure. The device was removed and the patient has recovered without sequelae.